Event description:
Related manufacturer reference number: 2017865-2022-43390. It was reported that the patient presented to the emergency room experiencing arrhythmia. Patient was immediately transferred to nearest facility with a catheterization laboratory. Upon review, the pacemaker exhibited failure to interrogate, no magnet response. Patient was dependent on the device. During this time patient's paced rhythm had 5-6 second pauses and would pace in the 30's then jump up to 60's and then back down again. Immediately a temporary pacer was placed in the patient. On (B)(6) 2022, the pacemaker was explanted and replaced. During the procedure, the right atrial lead was stuck in the pacemaker¿s header and could not be removed. That atrial lead was cut and capped and a new right atrial lead was placed during the same procedure on (B)(6) 2022. No patient consequences.

Manufacturer narrative:
The reported events of inability to pace and inability to interrogate were confirmed. The reported event of inability to disconnect was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.